Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer stated the monopolar curved scissors (mcs) instrument stopped to work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not responding to the surgeon's commands. The jaws of the instrument were inside the patient's anatomy when the issue occurred. The jaws were not stuck. There was no tissue involved. The instrument was static/not moving at all.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.